Manufacturer narrative:
The device was rebooted to address the issue.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device was rebooted to address the issue.